Event description:
It was reported that the patient had the artificial urinary sphincter removed on (B)(6) 2018 as it stopped working after 5 months due to fluid loss in the cuff. A new artificial urinary sphincter system with a 3.5cm cuff was implanted.